Event description:
It was reported in the research article ¿off pump impella supported heartmate 3 (hm3) implantation: a case series of 8 patients¿ that heartmate 3 (hm3) left ventricular assist device (lvad) is associated with right ventricular failure, pneumonia, multisystem organ failure, respiratory arrest, and death. This case series describes the feasibility and outcomes of off pump (op) hm3 lvad implantation supported by impella devices in patients with advanced heart failure. A retrospective review of patients who underwent impella supported op hm3 implantation between july 2023 and september 2024 was done. Seven patients underwent the procedure (despite the title noting eight). Most were male (71%), and ischemic cardiomyopathy was the most common etiology (57%). All but one patient were supported with an impella 5.5 prior to hm3 implantation; one patient required impella cp and va ECMO. Three patients required right ventricular assist device (rvad) support and two developed postoperative pneumonia. Two patients died during the index hospitalization: one due to multisystem organ failure and one from respiratory arrest after a prolonged stay. It was concluded that impella supported off pump hm3 implantation was feasible and appears safe, providing improved hemodynamic stability compared with standard off pump techniques. As increasing numbers of patients present for durable lvad implantation with temporary mechanical circulatory support already in place, leveraging impella support during off pump hm3 implantation represents a valuable and evolving strategy.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Date of event has been entered as 01jul2023 as the date of data collection was between july 2023 and september 2024. Lodewyks, c., iturra, s., bennett, m., boughton, j., sun, m., kumar, a., & sun, b. (2025). Off pump impella supported heartmate 3 implantation: a case series of 8 patients. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.271. Lodewyks, c. Minneapolis heart institute, minneapolis, mn. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. No product was returned under this complaint. The heartmate device serial numbers, as well as other specific case/patient information, are not available. The device history records could not be reviewed as the heartmate 3 device serial number as well as other specific case/patient information, is not available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU is currently available section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure and multiple other types of organ failure and dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. The current revisions of the IFU can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.